Event description:
It was reported that the patients spinal cord stimulator (scs) lead had migrated causing stimulation on non target area. The patient underwent a procedure wherein the leads were repositioned and the patient was doing well postoperatively.